Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image. The issue occurred during an unspecified procedure. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of no video image was confirmed. It was observed that the pin was broken inside the receptacle board. Based on the results of the investigation, it is likely that no image was displayed due to a bent pin inside the receptacle board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer reported the issue occurred during the beginning of a diagnostic cystoscopy procedure. The customer tried plugging in three additional cameras during troubleshooting and all three had no image. The procedure was delayed 20-30 minutes while the other cameras were tested and the backup console to complete the procedure was retrieved. There was no patient harm.